Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced loss of consciousness and seizures. The patient´s wife called an ambulance around 2:00 am. The continuous glucose monitor was reading 79 mg/dl and the blood glucose reading was 40 mg/dl; there was no documentation when and who took these values. There was no documentation about the treatment administered. At the time of the report, the continous glucose monitor was reading 350 mg/dl and the blood glucose reading was 270 mg/dl. The second time the continuous glucose monitor was reading 170 mg/dl and the blood glucose reading was 225 mg/dl. The patient recovered, and had a headache at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a, b and c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.